Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (2 mg/ml at .4255 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) -2019 the patient¿s pump was programmed to minimum rate mode because the pump reservoir was empty. It was reported that the patient may undergo heart surgery tomorrow ((B)(6) 2019), so the pump may not be refilled for 1-2 weeks. The event logs indicated that the low reservoir alarm occurred on (B)(6) 2019 and the empty reservoir alarm occurred on (B)(6) 2019. The patient was due for a refill. No patient symptoms were reported. No further complications have been reported as a result of this event.